Manufacturer narrative:
(B)(4). The distributor in albania determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in albania was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in albania for the return of the alleged faulty main pcba for evaluation. As of the (B)(6) 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in albania reported that during use on a patient the device alarmed "low ve", "xdcr fault: and :circuit disconnect". The patient was removed from the device and placed on another device. There was no report of harm to the patient.

Manufacturer narrative:
Failure analysis: examined vela main pcba pn: 52850, rev. N, sn: (B)(4) and found that the zero ¿0¿ calibration of the exhalation differential transducer pt802 failed to calibrate. Calibration was performed per test standard (B)(4). The unit¿s events log contains many xdcr faults i.e. (2,0,3x). The unit¿s event log also, contains many errors that are related to this issue i.e. Xdcr fault, high pip, low ve, and circuit disconnect. Finding/root-cause: duplicated, xdcr fault occurred (2.0.35), complaint allegation. Defective vela main pcba pn: 52850, rev. N, sn: (B)(4), its exhalation differential transducer pt802 pn: 68355 will not calibrate. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.